Manufacturer narrative:
(B)(4). The customer reported that the paddles did not work as expected. There was no report of pt involvement. This complaint is still being investigated. A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the paddles did not work as expected. There was no report of pt involvement.